Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that there inpen app was showing dose log inaccuracy. Customer stated that the inpen was not recording the exact doses dialed on the inpen. Customer reported that the inpen was showing 17 unit but bolus was only 7.5 unit. Customer stated that the intended dose amount and dose amount recorded in the inpen app was greater than 1.0 unit. No harm requiring medical intervention was reported. The insulin pen will not be returned for analysis.